Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) reviewed the reports and noted that an atrial signal was undersensed that triggered the inappropriate therapy. Additionally, ts stated that there were minute ventilation (mv) artifacts on the atrial channel after the therapy was delivered. As a result, there was a signal artifact monitor (sam) episode that switched the vector. Ts suggested reprogramming options. The health care professional (hcp) stated that they would discuss with the physician to reprogram. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) reviewed the reports and noted that an atrial signal was undersensed that triggered the inappropriate therapy. Additionally, ts stated that there were minute ventilation (mv) artifacts on the atrial channel after the therapy was delivered. As a result, there was a signal artifact monitor (sam) episode that switched the vector. Ts suggested reprogramming options. The health care professional (hcp) stated that they would discuss with the physician to reprogram. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) reviewed the reports and noted that an atrial signal was undersensed that triggered the inappropriate therapy. Additionally, ts stated that there were minute ventilation (mv) artifacts on the atrial channel after the therapy was delivered. As a result, there was a signal artifact monitor (sam) episode that switched the vector. Ts suggested reprogramming options. The health care professional (hcp) stated that they would discuss with the physician to reprogram. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) reviewed the reports and noted that an atrial signal was undersensed that triggered the inappropriate therapy. Additionally, ts stated that there were minute ventilation (mv) artifacts on the atrial channel after the therapy was delivered. As a result, there was a signal artifact monitor (sam) episode that switched the vector. Ts suggested reprogramming options. The health care professional (hcp) stated that they would discuss with the physician to reprogram. The device remains in use. No additional adverse patient effects were reported.